Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller screen was black not showing any details. The controller was exchanged. During investigation pump off, low flow, and low speed advisory alarms were noted on (B)(6) 2025 at 10:36:36. The alarms resolved at 10:36:43; a left ventricular assist device (lvad) internal fault alarm was observed to activate. This alarm persisted until the driveline was disconnected and the controller was exchanged. Investigation of the controller revealed a pump off, low flow, and low speed advisory alarms on (B)(6) 2025 at 10:36:36. The alarms resolved at 10:36:36. However, a left ventricular assist device internal fault alarm was observed to activate. The alarm persisted until the driveline was disconnected and the controller was exchanged.

Manufacturer narrative:
H8 - usage of device - correction manufacturer's investigation conclusion: review of the downloaded log files confirmed transient pump stop events that appeared to have been caused by electrostatic discharge (esd). Additionally, review of the log files confirmed left ventricular assist device (lvad) internal fault alarms that appeared to be associated with the esd events; however, a specific cause for the lvad fault could not be conclusively determined through this evaluation. The downloaded controller event log file contained relevant events from 04may2025 ¿ 06may2025. The file captured two transient pump stops on (B)(6) 2025, which appeared consistent with pump resets due to esd. Following the first pump stop, a continuous lvad internal fault alarm became active indicating an lvad communication issue. The alarm persisted throughout the file until the driveline was disconnected at the end of the file on (B)(6) 2025, consistent with the reported controller exchange. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 6 of the IFU, ¿patient care and management¿, and section 1 of the patient handbook, ¿introduction¿, explain that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device (lvad) to stop. These sections instruct that the device should be connected to battery power when performing activities that can generate static electricity and list some possible activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ also contain a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, including the lvad fault alarm, as well as how to respond to each alarm condition. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of these documents. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.